Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that when changing the battery on the pump, the patient noticed that the cap would not secure and that there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/18/2014 with the following findings: the battery compartment was cracked between the case seal and the battery cap. Unrelated to the casing condition issue, the audio bolus button cover was detached from the pump.